Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a dislodgement confirmed during x-ray examination which caused low amplitude. The lead was retained by the health care facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a dislodgement confirmed during x-ray examination which caused low amplitude. The lead was returned. No additional adverse patient effects were reported.